Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants.¿

Event description:
It was reported that the patient underwent initial total hip arthroplasty on an unknown date. Subsequently, the patient has undergone multiple revision procedures on unknown dates with competitor products. Patient was revised with a zimmer biomet head, liner and cup and a competitor stem on (B)(6) 2015. Patient was further revised on (B)(6) 2015 due to a loose cup. The acetabular cup, modular head and liner were removed and replaced.